Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during device withdrawal. Hemostasis was achieved with manual compression, and the intended procedure was radiofrequency ablation performed using a retrograde approach. There was no reported patient injury. There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified on angiography, confirming an appropriate insertion angle and a vessel diameter of at least 5 mm, with no calcium, plaque, stent presence, or stenosis greater than 50% at or near the puncture site. There was no prior closure or manual compression within 30 days and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The vascular sheath introducer connected to the vascular closure device (vcd) without difficulty. During use, the vcd and sheath were retracted together until pulsatile flow slowed or stopped, the indicator window turned solid black, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and retraction continued until bleed back slowed or stopped. The physician did not keep a thumb on the plug deployment button during retraction, and the indicator window did not display red color. Upon removal, the indicator wire loop was deployed, but it could not be pulled and the indicator window did not change color. The operator fully removed the device from the body and then attempted to press the plug deployment button to release the plug. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during device withdrawal. Hemostasis was achieved with manual compression, and the intended procedure was radiofrequency ablation performed using a retrograde approach. There was no reported patient injury. It was clarified that the vascular closure device (vcd) and the vascular sheath introducer were retracted simultaneously, and the indicator window did not show any color change during withdrawal and was ultimately removed from the body without the indicator window turning solid black. There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified on angiography, confirming an appropriate insertion angle and a vessel diameter of at least 5 mm, with no calcium, plaque, stent presence, or stenosis greater than 50% at or near the puncture site. There was no prior closure or manual compression within 30 days and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The vascular sheath introducer connected to the vascular closure device (vcd) without difficulty. The physician did not keep a thumb on the plug deployment button during retraction, and the indicator window did not display red color. Upon removal, the indicator wire loop was deployed, but it could not be pulled and the indicator window did not change color. The operator fully removed the device from the body and then attempted to press the plug deployment button to release the plug. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a cordis avanti 6f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.